Manufacturer narrative:
The system and the vitrectomy handpiece were examined. The company representative re-calibrated the pneumatic manifold module to resolve the observed pneumatic manifold output waveform out of calibration. After completing the pneumatic manifold calibration, the company representative was able to test the customer¿s vitrectomy handpiece. The handpiece and the system were both confirmed to have met specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the pneumatic manifold output waveform being out of calibration. However, how the pneumatic manifold output waveform became out of calibration remains inconclusive. The manufacturer internal reference number is: 2016-84549

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer called to report that during a surgical procedure the vitrectomy handpiece would not work. Additional information has been requested.